Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had off no power alarm without any low battery alarm in the history. Customer reported that the battery cap was normal. Customer reported that they received motor error at the same time when off no power alarm occurred. Customer was able to clear the alarm and able to rewind the insulin pump. The drive support cap was normal. This was not the second occurrence of the off no power alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.